Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue; display lens is scratched and cracked. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2017 with the following findings: a visual inspection of the pump revealed a cracked and damaged display lens. The pump powered on to a blank display. A test display was installed and the pump powered on to the hourglass giving one beep then the screen turned blank. The pump was opened and the pump¿s read-only memory (eeprom) was damaged and was determined to be the cause of the blank display. Further testing was not able to be performed due to the eeprom damage.